Manufacturer narrative:
Product analysis: analysis noted the epg failed incoming testing. Additionally, the lower display knob was not working, the flex cable was damaged, the upper case was broken, the lower case was broken, two bail covers were broken, two bail attachments were broken, the ring cover was broken, the ring attachment was broken, and the battery drawer was broken. The epg was returned to the customer without repair at the customer's request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.